Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cm mean using echo. The cause is unknown at this time and is under investigation. A review of the DHR was performed for batch 7214067 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. A lot review was performed via complaint handling system (epiq) using a search of batch 7214067. Conclusively, there are no additional complaints related to the associated batch, and the reported issue. The issue is being addressed by exception # 114151.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 16mmhg. Accurate readings were observed under the manufacturer's patient care network database.